Event description:
Dealer advised just received unit back from RMA (B)(4) and doing the same thing. Dealer advised have to run for awhile and watch constantly because you get a yellow light with low o2 and it stops filling. Dealer advised when o2 goes back up it starts filling again, (B)(4).